Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The following physical damage was also noted: minor scratches on the lcd window, cracked case at a display window corner, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 245 mg/dl. The customer stated that she was in yoga class when the pump alarmed. Troubleshooting was initiated for the button error alarm. The customer mentioned that she normally wears the pump in her bra, and that when the pump alarmed she was bent over in a position where the button could have been pressed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.